Event description:
It was reported that during a da vinci-assisted incisional hernia ipom surgical procedure, the bipolar cable was cut on the fenestrated bipolar forceps instrument. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained additional information: the instrument was inspected prior to use with no damage noted. The cable was frayed and no fragment fell inside the patient. The or staff used a backup instrument. It was unknown which cable was damaged, and there was no sign of thermal damage at the site of cable breakage. There was a loss of cautery associated with the frayed cable.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported complaint. The instrument was found to have a kinked conductor wire at the yaw pulley near the grip-crimp location. The instrument passed the electrical continuity test. No signs of thermal damage were observed. The conductor wire was exposed and slightly frayed. No additional damage was found to the insulation and no pieces were missing. The root cause for the kinked conductor wire is typically attributed to mishandling/misuse, commonly caused by collision with another instrument or sharp object. An additional observation not reported by the site was also observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.055¿ - 0.203¿ in length and were not aligned with the tube axis. The root cause of scratch marks/abrasions on the instrument main tube is typically attributed to mishandling/misuse. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument (part number: 471205-17, lot number: n10210531-0184) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system (B)(4). The instrument was used for 54 minutes. The instrument had 2 uses remaining out of 14 maximum tool uses. This complaint is reportable due to the following: it was alleged that the fenestrated bipolar forceps instrument had conductor wire damage during a procedure. Failure analysis of the instrument found that the instrument had damaged insulation to the conductor wire and the internal wire was exposed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.